Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser indirect ophthalmoscope had a loss to no laser power. Procedure details and patient impact were not provided. Additional information has been requested and received indicating laser power was increased to achieve desired effect. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Additional information has been provided in d.9., e.1., h.3., h.6. And h.10. The company service representative examined the system and replicated the reported event. The company service representative found the issue to be related to the nonconforming laser indirect ophthalmoscope (lio) fiber and not the system. The lio fiber was replaced to resolve the issue. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser indirect ophthalmoscope (lio) fiber, as the issue was not related to the system. The manufacturer internal reference number is: (B)(4).